Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: when checking the ng tube for placement, the rn noted excessive air removed from tube. As the rn attempted to push aspirate back into tube it was noted that the aspirate was exiting the tube, just past the hub. The tube was noted to be bent at a 90 degree angle and tube was no longer fully attached. The tube was removed by rn and replaced with a new device. The tube was intact for about forty-eight hours.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Two photographs were submitted for investigation and one decontaminated sample outside of its original package without a lot number was received for evaluation. After performing a visual inspection, the separation of the purple connector can be observed. A multifunctional team reviewed the complaint and reported condition; as a result, a formal investigation for corrective/preventative actions was initiated to address the ¿connector disassembly¿ condition.